Event description:
Customer reported receiving a motor error alarm on the insulin pump while changing out her infusion set. Customer stated that they use the sensor feature on the insulin pump and they were unable to exit the rewind sequence. Customer's blood glucose reading at the time of the call was 93 mg/dl. No further info reported.

Manufacturer narrative:
(B)(4). Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed motor error noted during rewind due to corroded motor home switch. Displacement test, basic occlusion test, prime test, excessive no delivery test, and occlusion test were not performed due to motor error. The device had cracked battery tube threads and cracked reservoir tube lip.